Event description:
A philips employee became aware of a journal article (published online 02sep2015) ¿a novel drug-coated scoring balloon for the treatment of coronary in-stent restenosis: results from the multi-center randomized controlled patent-c first in human trial¿. The study retrospectively aimed to assess the advantages of drug-coated balloons (dcb) over des in the treatment of isr that include more homogeneous drug delivery to the vessel wall. A total of 61 patients were enrolled in the study. The lesions were sequentially treated with spectranetics angiosculpt ptca scoring balloon catheter. Procedural complications included 2 target vessel myocardial infarctions and 9 clinically driven target lesion revascularizations resulting from restenosis. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 02sep2015 has been used, the date of publication. Scheller b.[1], fontaine t.[8], mangner n.[5], et al catheterization and cardiovascular interventions volume 88 issue 1 pages 51-59 2016 (first published: 9/2/2015) doi: 10.1002/ccd.26216. This report captures the serious injuries that occurred after use of the angiosculpt ptca scoring ballon catheter device. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient age - average age, 64 years for angiosculpt group a3a) patient sex - 21 (75%) males, 7 (25%) females for angiosculpt group a4) patient weight - 27bmi (kg/m²) a3b/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. D1) exact brand name is unknown; however, this is for an angiosculpt ptca device. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, unique ID, expiration date, and manufacture date. E) although the journal article originated from germany, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, myocardial infarction and re-stenosis are listed as possible complications with use of the angiosculpt ptca rx scoring balloon catheter. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.